Event description:
As reported, during use of a 7f exoseal vascular closure device (vcd), there was no significant indication of pulsatile blood flow observed. The device was still used after there was no significant indication of pulsatile blood flow observed. According to the physician it was uncertain whether the deployment button was fully depressed. The plug was not observed when the blocker was withdrawn. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The bleed-back indicator was not visibly damaged. The blood flow was not obvious throughout. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after possibly depressing the deployment button, and the indicator wire was not visible when the device was removed. There was no access vessel tortuosity, no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the non-cordis catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The exoseal vcd was used in an interventional procedure using a retrograde approach. The physician was certified to use the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during use of a 7f exoseal vascular closure device (vcd), there was no significant indication of pulsatile blood flow observed. The device was still used after there was no significant indication of pulsatile blood flow observed. According to the physician it was uncertain whether the deployment button was fully depressed. The plug was not observed when the blocker was withdrawn. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The bleed-back indicator was not visibly damaged. The blood flow was not obvious throughout. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after possibly depressing the deployment button, and the indicator wire was not visible when the device was removed. There was no access vessel tortuosity, no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the non-cordis catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The exoseal vcd was used in an interventional procedure using a retrograde approach. The physician was certified to use the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked; the device is blood saturated. No other anomalies were observed during the visual analysis. The functional analysis was conducted. Since the device was saturated with blood, it was cleaned by being immersed in an ultrasonic bath for 15 minutes. The bleed-back signal was then determined using the simulated bench-top test model. During this process, water was not expelled through the back bleed port, which suggests that the port did not function as expected. However, this issue could be due to the blood saturation present in the device. Additionally, the indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down, there is no friction, and it was completely depressing. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. In the microscopic analysis, it was detected that the device was saturated with blood. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. Additionally, the internal mechanism was reviewed, in the area of the back bleed port to the pi collar, and it was found to be saturated with blood. No anomalies were noted. There were no foreign particles noted, other than the expected blood saturation. Based on the information provided and the product analysis, the reported customer event of ¿bleed-back indicator bleed back issue absent¿ was observed, however, this seems to be due to blood saturation in the bleed back port that was seen during the microscopic analysis. The reported customer event of ¿plug inaccurate placement¿ was not observed due the nature of the complaint. Without procedural images, placement of the plug cannot be evaluated. In addition, the device was received with the plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the calcification of the vessel reported may have contributed to the reported event. If there was no bleed back noted, it is possible that the exoseal was not in proper position to deploy the plug. The instructions for use (IFU) instruct the user to observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.